Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd received 1 photo from the customer in support of this complaint. A visual evaluation of the photo confirmed the presence of foreign matter on the tube. Bd was able to confirm the customer¿s indicated failure mode with the photo that were returned. Lot number is unknown; therefore, no retention samples are available. The exact cause of the failure mode could not be determined. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use with bd vacutainer® edta 2k foreign matter was discovered in the tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that a brownish fm was adhering to the tube.